Event description:
Due to a broken hinge, the scissors would not close. As a result, they would not fit through the trocar to be removed from the pt's abdomen. Another instrument was used to manipulate the scissors into the trocar.